Event description:
Patient had reported driveline (dl) fault alarm without any noted pump stoppages or other alarms. Patient was status post dl repair resulting from previous driveline disconnect alarms. Patient remained stable at the moment. Heart transplant coordinator reported that no staff was available until friday to download log files due to staff shortage. It was discussed that the patient would go to a center that has capacity to download and send log files asap per recommendation. Discussed that patients usually placed on ungrounded system for short-to shield and driveline fault may not be contributing to this alarm. Also discussed dangers or battery only operations and lack or repeating alarms on battery power vs tethered operation. Discussed that when the log files are sent in, please call the heartline asap to expedite log file analysis. Discussed having the center call back with any changes, new alarms, or any other questions. The log file showed that the patietn redeveloped driveline fault alarm on (B)(6)2020. She had a driveline fault alarm on (B)(6)2019, to which cleared the alarm. She redeveloped the driveline fault alarm on (B)(6)2019 and customer performed a system controller change at that time. Also, she recently was found to have lvad alarms concerning for short to shield, no driveline fault at that time. She underwent driveline repair by abbott engineers on (B)(6). The log file captured the driveline fault events starting on 1/1@0354. Noticed that the controller the patient is currently using an older software version, which was confirmed. There was a small cluster of power elevations around the time when the driveline fault events started. Pump powers were captured between 14 and 14.7w. A controller change was done, and the new log showed the wire values within spec. Continued to monitor the patient for further alarms, but kept in mind that the patient will not see or hear any driveline fault events with v7.29 software. The only way to see these alarms will be on interrogation of the device via system monitor

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the returned portion of the driveline confirmed wire damage that would have contributed to the pump stoppages and low speed events that were captured in the submitted log files. Additionally, the driveline fault alarms captured within the submitted log files could be indicative of an issue with the driveline; however, no wire damage was observed on the replaced portion of the driveline that could have contributed to the faults. Also, the report of power and flow elevations was confirmed based on the submitted log file; however, a specific cause for the power and flow elevations could not conclusively be determined through this evaluation. The submitted log files contained overlapping data from (B)(6) 2019 through (B)(6) 2019 and from (B)(6) 2019 through (B)(6) 2020. The log files captured yellow wrench/driveline fault alarms on (B)(6) 2019, and (B)(6) 2020. At the onset of these alarms, the phase 1 hex values were higher than the phase 2 and phase 3 values. The log files also captured power elevations at the onset of the driveline fault alarms. Additionally, the log files also captured low speed advisory alarms on (B)(6) 2019 as well as pump stops and corresponding low speed/flow hazard alarms on (B)(6) 2019. The low speed events and pump stoppages occurred while the patient was connected to the power module. Additionally, the log files captured multiple elevations in power and flow on (B)(6) 2019 which appeared to be associated with pi events. Approximately 19¿ of the driveline was returned. The proximal 6.5¿ of the driveline was returned with the silicone jacket, clear bionate layer, and metal braided shield removed. The metal connector was unremarkable. An electrical continuity test of the returned portion of the driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing. The silicone jacket and clear bionate layer were in good condition and appeared unremarkable. Minor wear of the metal braided shield was observed along the length of the returned driveline and slight kinking of the wires was also observed approximately 3¿, 3.5¿, 7¿, and 10¿ from the metal connector. No damage to the wires¿ inner conductors were noted in these areas. Visual and microscopic inspection of the wires revealed no areas of damage along the length of the driveline that were present during support. The driveline was then submerged in a saline solution for hi-pot testing to check for current leakage through the wire insulation and a breach in the brown wire was observed approximately 13.5¿ from the metal connector. This damage appears to be the result of fatigue failure due to repetitive flexing of the driveline in this area. The brown wire represents one of the two redundant wires that comprise phase 2 of the three-phase motor. If the exposed conductors of the brown wire contacted the metal braided shield while the system was operating on a tethered power source, the resulting electrical short to ground could have caused the low speed/pump stoppage events seen in the submitted log files while the patient was connected to the power module. However, no wire damage was observed that would have contributed to the driveline faults that were reported by the account and seen in the submitted log files. Analysis of the submitted log files indicates that the inner conductors of one of the redundant wires from phase 1, yellow or green, may also be compromised on the internal portion of the driveline. The heartmate ii lvas IFU explains that a driveline fault alarm is triggered when ¿one or more of the redundant wires inside the driveline is broken or damaged. The damage could be anywhere between the pump and system controller. Investigation and troubleshooting is required to determine location of damage and the best next steps¿ in section 4 ¿stem monitor¿. This section also provides instructions on how to clear the driveline fault alarm. Section 7, ¿alarms and troubleshooting¿ instructs the user to call their hospital contacts immediately for diagnosis and instructions when a driveline fault alarm is active. The heartmate ii patient handbook also explains how to properly interpret and troubleshoot driveline fault alarms in section 5 ¿alarms and troubleshooting¿. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient experienced a drive line (dl) fault alarm. It was noted that the patient is asymptomatic, and was not having any other active alarms at the time. On (B)(6) 2019, the log file confirmed the dl fault event reoccurred. The same phase caused this second alarm also. Per tech service, the log file from the new controller showed the dl fault alarm has not reoccurred. Patient came in on (B)(6) 2019 for a drive line fault alarm to which the customer performed a system controller change with resolution of the alarm. She was found to have multiple drive line disconnects, pump off, and low speed advisories. She was put on a ungrounded cable on their step down unit. X-rays were submitted which were unremarkable. The data in the log file showed 2 pump stops, 5 low speed advisories, and the pump stops occurred on (B)(6) 2019. On (B)(6) 2019 technical services arrived on site for external percutaneous lead repair. The percutaneous lead replacement was performed approximately 3 inches from exit site. No issues were noted after the patient was back on the grounded patient cable. No further information was provided.